Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device. The patient subsequently presented to the clinic for follow-up. Upon examination, the physician suspected insulation damage to the lead. The lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition.